Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed in which a crack in the the cylinder connecting tube was identified, resulting in saline leakage. All components were removed and replaced. The patient improved following the surgery and had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed in which a crack in the cylinder connecting tube was identified, resulting in saline leakage. All components were removed and replaced. The patient improved following the surgery and had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported mechanical issues and tubing crack were not confirmed as the device performed within specifications and the identified damages are consistent with explant surgery. Review of the manufacturing documentation confirmed that the device met all specifications prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies; no leaks were found. Both cylinders passed all tests performed. The pump was leak tested and visually inspected and examined using a microscope. The pump kink resistant tubing (krt) to the reservoir has a hole that was the result of a sharp instrument damage which probably occurred during the explant surgery; however, no leaks were found. Due to this damage being consistent with explant surgery it will be considered a secondary failure. The pump krt was worn down to the filament; no leaks were found. Product analysis was unable to identify device malfunction with the returned pump. The spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell; no leak was found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned reservoir. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.